Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein using a prostyle device using the pre-close technique hole via a 7f sheath hole prior to a hypertermic interventional procedure. The suture of one prostye device was successfully placed. The sheath was upsized to a 14f, and the hypertermic procedure was completed. Hemostasis was achieved with the suture. There were no issues or delays reported the day of the hypertermic procedure. Reportedly the following day post procedure, during the patient¿s follow-up check, his pants near the groin area were soaked with blood as the patient was actively bleeding. A pressure bandage was applied at the practice, and after a waiting time of two hours, the patient stopped bleeding was discharged again. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.